Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Replacement brush heads. Popping off the brush. Brush head spins off of the toothbrush - oral-b [device breakage]. Case narrative: consumer via phone stated that the replacement oral-b toothbrush heads were popping off of the oral-b io6 toothbrush. While they brushed their teeth, the oral-b toothbrush head spun off of the oral-b toothbrush and hit them in the face. No injury was reported.